Event description:
3 incidents of infusion set tubing had come apart from the luer lock. Caller indicated that the patient's blood glucose was elevated (400's mg/dl). Caller indicated that patient changed her infusion set and administered a bolus to reduce the elevated blood glucose. Caller indicated that patient did not allow insulin to warm to room temperature prior to use. Caller did not report patient requiring any medical attention to address this issue. Caller not returning any product.